Manufacturer narrative:
A partial lead with the lead tip measuring 56.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned otherwise normal.

Event description:
It was reported that during device upgrade procedure, it was noted that the lead cap had fallen off and migrated to the axillary region. The physician retrieved the cap without adverse event. The lead was explanted. The procedure was concluded successfully. The patient remained stable before, during and after the procedure.